Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected by handling the device in accordance with the following IFU: gif-1200n operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-1200n reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: due to wear of angle wire; bending angle in up direction does not meet the standard value, due to wear of angle wire; the play of upward/downward knob is out of the standard value, adhesive on bending section cover (a-rubber) has a chip, adhesive on a-rubber has white-clouded area, light guide (lg) bundle is slipping down, adhesives around objective lens has white-clouded area, adhesive around lg lens is peeled, and the connecting tube has a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a cloudy image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to damage on the suction tube in the control section, foreign objects come out of the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.